Event description:
It is reported that while opening the 2 augments, it was evident that while the exterior sterile package was intact, the internal wrapping and bag were damaged.

Manufacturer narrative:
This report will be amended when our investigation is complete.